Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer encountered resistance inserting the charging cable into the pump and the pump could not be charged properly without the customer maneuvering the cable. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 130 mg/dl.